Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) displayed as ¿high¿; however, a specific value was not provided. A health care provider advised the customer to administer 10 units of insulin via the pump to address bg level. Subsequently, the customer¿s bg dropped to 23mg/dl. The customer was hospitalized, however no additional details regarding the hospitalization were provided. During troubleshooting with tandem technical support (cts), it was found that the customer was using admelog and/or lyumjev insulin within the pump supplies. Cts educated customer on cartridge/insulin labeling. Multiple follow-up attempts were made to gather additional information but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.